Event description:
The customer reported to olympus, the visera elite video system center produced intermittent image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent image was confirmed. The device evaluation found the intermittent image was due to a bent video connector pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that buckling of the pin in the video jacket socket was the cause. It is likely that the poor durability of the pin resulted from buckling because it was a device manufactured before the design change was made. Olympus will continue to monitor field performance for this device.